Event description:
The pt died. The hcp did not attribute the death to the implantable pump. There were no details available regarding the cause of death. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
This report is being submitted late due to a delay by a mnufacturer employee. A process improvement plan and training are in place.